Event description:
An oncentra brachy plan was corrected by the user before the first fraction and not checked. This plan contained an incorrect total dose of 600 cgy (rad) versus the prescribed dose 340 cgy (rad). This resulted in an overdose during the first fraction of approx 76.5% as prescribed by the planning software. The root cause is not clear and the issue could not be replicated, but it seems logical that it is related to a software issue. Consequently facility staff also failed to complete a MFR required qa check which may have alerted the authorized user to the dosage difference prior to treatment. The pt was notified on the same day, while the referring physician was notified the following day. The treating physician anticipates no effect to the pt. We believe this incident also qualifies the event as an abnormal occurrence.

Manufacturer narrative:
The issue is not reproduceable. The MFR prescribed qa check should have prevented the event. We believe this incident also qualifies the event as an abnormal occurrence.